Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation and exchange "due to voluntary recall." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a striated opening assessed as surgical damage. Also have a crease smooth opening on anterior side assessed to a fold flaw opening. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device wear abrasion observed in the device no further actions are required as the device was implanted.

Event description:
Patient reported a right side deflation and exchange "due to voluntary recall." Device has been explanted.